Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient's programmer showed that stimulation was on. They didn't know how this happened and they thought they turned it off with their old programmer. The patient noted that they didn't know how the ins turned back on and that they didn't do it. The patient was walked through turning the ins off. The patient still felt their left side problem and said it was crippling to them. The ins was off but they felt pain on the left side. The patient was advised to follow up with a healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the stimulator turning on by itself was not determined. Patient stated it causes them serious problems, loss of control on left side, loss of balance, those problems were slowly going away now their back like having to start over also my nerve burn has returned. No patientsymptoms or complications were reported in this event.